Manufacturer narrative:
Additional information was received on february 14, 2020. An explant was performed on (B)(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on (B)(6) 2020. Clarification was received, and it was stated that the deflation occurred on the left side, rather than the right side as reported originally. The lot number was updated based on the device received and additional information indicating the incorrect side was reported initially. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 6545210, and no non-conformance's were identified. During visual inspection, the sample was found to be ruptured. Additionally, a crease was found on the edges of the tear. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Note:the manufactured date of the device was confirmed to be (B)(6) 2012 with the completion of the mre. The implant date reported previously was (B)(6) 2012, which occurs before the manufactured date. The date provided is a default date, as the patient only provided an implant year. It is possible that the device was implanted anytime in 2012. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who had a 425cc mentor smooth round moderate plus profile placed experienced spontaneous right sided deflation post procedure. The patient received an official medical diagnosis of deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.